Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6)) failed to perform compressions and displayed an unknown error message was confirmed based on the review of the archive data but was not reproduced during the functional testing. Per the archive, the autopulse platform displayed multiple times a user advisory (ua) 12 (lifeband not present) error message. No malfunction was found during testing at zoll, and the autopulse platform functioned appropriately and as intended. Based on data recorded in the archive, the likely root cause of the reported complaint resulted from the lifeband not being present or fully inserted and locked upon powering on the platform. The archive data was reviewed and contained a user advisory (ua) 12 error message around the reported event date, thus confirming the reported complaint. The customer cleared the error message, and it did not reappear during the functional testing. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the drive shaft and can freely rotate after insertion. The autopulse platform passed the initial functional testing without any fault or error. The brake gap inspection verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. Waiting for customer approval for repair.

Event description:
The customer reported that during a call involving an obese patient (135 kg), the autopulse platform (sn (B)(6)) failed to perform compressions and displayed an unknown error message. The lifeband was disconnected and re-installed, and the platform restarted; however, the issue persists. The crew switched to manual CPR. The patient's status information was requested but the customer did not provide a response.